Event description:
The customer reported that he had difficulty removing the end cap off of his lancet device. When the customer finally removed the cap he accidentally stuck himself with lancet. On (B)(6) 2018 the customer noticed that his knuckle was swollen and called his doctor. The patient was diagnosed with cellulitis and was prescribed antibiotics. The type of antibiotics prescribed was not provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.